Event description:
During preparation for surgery, the ventilator bellows were attempted to be engaged. Per the crna (certified registered nurse anesthetist), they did not move so he returned to manual ventilation. The machine was adjusted and they still did not move. A final adjustment and, at a setting of 500 for tidal volume, the bellows barely moved, maybe 85 of air. By this point the supervisor was in the room and the decision was made to switch out the machine. Patient not attached to machine during event.